Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2022-01027. It was reported that the patient presented to the emergency room after being delivered inappropriate therapy by the implantable cardioverter-defibrillator (ICD). Upon interrogation, it was observed that the ICD and right ventricular (rv) lead exhibited oversensed noise which led to the inappropriate therapy. The ICD was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2022. The patient was stable.